Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was not capturing at full output. X-ray confirmed the lead was pulled back. It was noted that the helix was crooked and there was a large piece of tissue attached when the lead was removed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.